Manufacturer narrative:
Technical evaluation: the catheter was returned in two pieces connected by the internal coil wires. The break was 42cm from the hub shaft joint. There are multiple oval flat spots in the flexible distal section. The flat spots are between 35 and 0.5cm from the distal tip. Penumbra has not been able to identify the valve used to introduce the reperfusion catheter into the delivery catheter. An incompatibility between the reperfusion catheter and the valve may have resulted in the damage seen. The flat spots in the distal section were not mentioned in the incident report and may be the result of rough handling after the incident.

Event description:
The physician was using the psc032 to treat an acute stroke. He was using a special valve on the proximal hub of the neuron 070. The physician suddenly heard the volume increase on the pump and noticed that the psc032 had separated completely in half inside the valve. The physician safely removed the catheter and used a second psc032 to complete the case. There was no patient injury.